Event description:
It was reported that a pump was alarming "air-in-line!" The customer stated that this was occurring in the chemotherapy unit (medication, programmed amount and delivery rate unknown).

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluated could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.